Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, after being implanted 3 days, a certas plus valve became occluded and was revised.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes on the needle chamber. The valve was reflux; no issues found. The siphon guard was tested and passed. The siphon guard was removed and the valve was then pressure tested; no issues found. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the results of the investigation, the complaint could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.